Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product was requested for manufacturer's investigation but has not yet been received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: chief of perfusion notified us that he had a leak on his oxygenator. He said during his case he noticed a couple drops of blood on the floor under his reservior. After looking at the oxygenator he noticed that the diacom connector on the outlet side of the oxygenator was leaking. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. The product was cleaned and a water circuit of the products blood side was created. The test duration was 60 minutes with a pressure of 1 bar. During this period no leakage from the dia-connector was confirmed. Based on this the reported failure "leakage from the dia connector" could not be confirmed. Trend search: as no product related malfunction could be confirmed no trend search will be performed. Corrective action: as no product related malfunction could be confirmed no corrective action is necessary. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).